Manufacturer narrative:
The device was not returned for evaluation; therefore we were not able to complete a thorough investigation. A supplier corrective action request (scar) has been sent to vendor in relation to the product issue; however, still waiting for completion. The investigation is incomplete at this time, a follow-up report will be submitted with additional information once received, this report will be updated.

Event description:
During an operation, a burn mark appeared on the skin of a patient at the puncture site of the diathermy pen, where we always use the ez-blades. The blade was properly attached to the pin. There were scorch marks on the diathermy pen opening.

Manufacturer narrative:
The defective sample was received and confirmed by deroyal to have scorched marks on end. Work order had shown no discrepancies. The complaint sample was sent to supplier (vr medical). A scar was completed by vr medical reviewing the product and finding no abnormalities. Per supplier, according to the customer's description of the burning phenomenon, we attempted to replicate by dropping a small amount of alcohol on the equipment's tool head, and then connect tool head to device. At this time, we found obvious electric spark when using diathermy pen, so the issue could be attributed to the equipment. No product abnormalities were found. We suspect a momentary burn. Corrective action: per supplier, based on liquid test performed resulting in electric spark on tool head connection no quality issue found, nevertheless, r&d will consider how to change the design to prevent the liquid from flowing into the equipment. No adjustments to equipment at this time. Supplier's preventive action: strengthen the inspection of the knife-edge tightness, and consider new designs if necessary. Verification: vr medical explain the preventive action methods to production department, technical department and quality department. The operator is aware of separate requirements for full inspection of the knife joint application in workshop. From may 2019 to present deroyal has sold 548 units with a sales/complaint ratio of 0.001825 with this being the first complaint within the time frame. The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.